Event description:
The customer contact reported the patient received less medication than intended. The device was returned to the biomedical department with a note from the nurse that indicated the device alarmed for empty container; however, the container was half full. No specific patient information, device programming, or event details were provided. It was unspecified the volume expected to be remaining in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.